Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced pain, adhesions, infection, peritonitis, small bowel obstruction and intestinal ischemia. Post-operative patient treatment included resection of small intestine, partial colectomy and additional surgery. Information received indicates the patient is deceased.